Manufacturer narrative:
The received device had the cannula and needle not deployed. The formed needle was incorrectly installed in the bottom housing, causing it to deploy into the bottom housing; this prevented the needle mechanism from deploying as intended. Inspection of the fluid path found no leaks or tears in the soft cannula. Corrosion was observed on the pcb assembly and batteries, which were found to have insufficient voltage. The pod was unable to connect to the master pdm and the download data was unable to be retrieved. No other damages were observed during the investigation.

Manufacturer narrative:
We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not deploy. The pod was worn less than an hour.